Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead has experienced multiple syncopal episodes. The patient was completely pacemaker dependent. This lead exhibited loss of capture and some pauses in pacing noted when the patient was bending over. The complete system was removed and there were no additional adverse patient effects.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.